Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number and exp date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported an issue with vasoview hemopro 2.

Manufacturer narrative:
Tw#(B)(4). Updated fields: b4,b5, d1,d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected section - d4 (brand name. Model, catalog)"; h6 - medical device ¿ problem code changed to 1211. The device was returned to the factory for evaluation on 12/02/2024. An investigation was conducted on 12/16/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connector ends were observed to be intact with no visual defects observed. The cable was able to be connected to a reference adaptor, power supply, and hemopro 2 device with no physical or visual difficulties. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based upon the received condition of the device, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported an issue with hemopro extension cable (vh-4030) delivery of energy.